Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, deflation difficulties and a balloon rupture occurred. The 90% stenosed lesion was located in a non-calcified and moderately tortuous vein of the left upper limb in close proximity to a previously placed dialysis graft shunt anastomosis. The symmetry 5mm x 20 mm x 90cm balloon catheter was advanced along an antegrade approach and inflated several times to 22atms. The exact number of inflations was unknown, however, it was estimated to be less than 10. Following each inflation of the balloon, the rate of deflation became progressively slower. Following an unspecified number of inflations, the physician increased the pressure to 23atms at, which time the balloon was unable to be deflated and appeared to have a narrowing of the inflation lumen. In an attempt to deflate the balloon, the physician drew negative pressure on the deflation device and shocked the balloon, which allowed the balloon to slowly deflate. Following deflation, the physician again inflated the balloon to 23atms at which time the balloon ruptured. The balloon was successfully removed from the patient and the procedure was completed. No patient injuries or complications were reported. The patient's status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device had been disposed at the user facility, therefore, no direct product analysis will be available. From the information available, this device was not used in accordance with the directions for use (dfu) for this product. The dfu states that if you exceed the rated burst pressure it may result in balloon failure, balloon rupture or difficulties with balloon deflation. A review of the manufacturing record for this batch number found that there were no non-conformance reports or any other documentation raised against this batch for any of the above issues, indicating that the device met its material, assembly and product specifications, at the time of release to distribution. The most probable root cause of the reported complaint can be attributed to user error as the device was not used in accordance with the dfu.